Event description:
It was reported that the balloon of this device burst during an angioplasty procedure. Lesion morphology or calcification info was not available. There has been no claim of injury related to this event.